Event description:
The reported problem was that there was a cut on the ac power cord. The laser was serviced by trimedyne personnel, and it was observed that there was a deep cut on the outer jacket of the ac power cord located approximately 6 1/2 feet from the distal end of the power cord. The cut extended through the jacket and had perforated the insulation of the ground wire.

Manufacturer narrative:
(B)(4).